Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The investigation findings were already reported on a previous report. This is a supplemental report to correct the h6 clinical code only.

Event description:
Edwards received notification of a death during a pascal procedure. The device was prepared according to the instructions for use and there was nothing unusual. The tsp (transseptal puncture) was challenging, there was a very rigid fossa ovalis and great pressure had to be applied. The position was mid fossa posterior, height 43mm, position was confirmed by echo in biplane and 3d. Heparin was given at the beginning of the tsp but bending on the tsp needle was observed. The tsp needle used in the procedure was from a different manufacturer. The puncture required higher push forces and the tsp needle system jumped into the atrium. The guide sheath (gs) was advanced without any issues, the implant system was inserted into the gs, before aspiration was done a sudden rr drop was noted. Echo found a massive pericardial tamponade. A drainage was done (approximately 200cc drained), CPR for about 20 minutes but no improvement was observed, and the patient was connected to an ECMO and transferred to the ICU. The patient was declared dead an hour later. As per medical opinion, the event was most likely caused by the tsp or by the superstiff wire, which was advanced a few times in the laa, before it came into the pulmonary vein. Upon completion of internal imaging review, there appeared to be an echo-lucent space in the pericardium that is most consistent with a pericardial effusion in the procedural tee (transesophageal echo) after the edwards gs appears across the inter-atrial septum and the left atrial border. There also appeared to be spontaneous echo contrast within the left ventricle that is consistent with low blood flow and reduced left ventricular contractility.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The complaint for difficult/unable to insert device into transseptal puncture location was confirmed with other empirical evidence. No manufacturing non-conformities were found in the DHR review. Available information suggests that procedural complications (difficult transseptal puncture) and patient comorbidities (coronary heart disease, nyha class 4 heart failure, hypertension, hyperlipidemia, severe obesity, copd) may have contributed to the reported event.